Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. There was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the guidewire could not pass through coil lumen due to distal conductor distorted, and blood obstruction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the guidewire could not be advanced past the tip of the lead. The lead was not used and a new lead was implanted. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.